Manufacturer narrative:
Funeral home personnel. Device evaluation anticipated, but not yet begun.

Event description:
Additional information reported that the patients cause of death was pulmonary edema, cervical cancer and kidney disease.

Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related.